Event description:
It was reported that a minicap extend life transfer set with twist clamp would not connect tightly with the adapter of a non-baxter catheter. This occurred before patient use, while a nurse was changing the transfer set. The reporter stated that there was no connection issue after a replacement transfer set was connected with the same non-baxter catheter. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and microscopic inspection of the returned device identified a damaged patient connector; the patient connector had markings made by a tool that was used to make the connection, indicating the user experienced difficulty in making the connection. The reported condition was verified. The device passed underwater leak, clear passage, clamp function, and integrity of seal surface testing. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.